Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material found inside the air/water tube, the air/water cylinder, and the jet tube, other evaluation findings are as follows: the screw stopper needed to be replaced for preventative maintenance; water tightness was lost due to a pinhole on the bending section cover; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the endoscopic position detecting function did not work due to damage on the endoscopic position detecting probe; there was no illumination obtained due to breakage of the light guide bundle; the light guide lens was stained and chipped; the connecting tube was snaking; the universal cord was wrinkled; and lastly, there were scratches on the flexibility adjustment ring, the grip, the forceps channel port, the switch, the scope connector cover unit, the scope connector case unit, the plug unit, and the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had a damaged light beam, a worn sheathing glue, poor angles, and a curled connection sheathing. There was no report of patient harm. The device was returned, evaluated, and whitish foreign material was found inside the air/water tube, the air/water cylinder, and the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the pinhole on the bending section cover (a-rubber), causing a loss of water-tightness. A further cause of the leak could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.